Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose levels were 449 mg/dl, 499 mg/dl. The customer¿s current blood glucose value was 234 mg/dl. The customer treated high blood glucose with bolus using insulin pump. Based on customer¿s report customer did allege under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Insulin pump was on auto mode. The insulin pump and reservoir will not be returned for analysis.